Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4.0mmx20mmx135cm sterling balloon catheter was used to dilate the blood vessels to reduce blood pressure. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
B5 - describe event or problem : updated. Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 2.7cm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a rupture in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4.0mmx20mmx135cm sterling balloon catheter was used to dilate the blood vessels to reduce blood pressure. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, it was further reported that the balloon was inflated once.

Manufacturer narrative:
B5: describe event or problem: updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4.0mmx20mmx135cm sterling balloon catheter was used to dilate the blood vessels to reduce blood pressure. However, during inflation at 8 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient status was stable. However, it was further reported that the balloon was inflated once before it ruptured.